Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "air in line not detecting properly" which was unable to be reproduced due to a reload set alarm. The alarms were confirmed during a review of the event history log and found to be caused by a failed upstream sensor with cracks on the tail pins. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had "air in line, not detecting properly." It was also reported there was no patient injury.